Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's pacemaker, the right atrial (ra) and the right ventricular (rv) leads had eroded through the skin. The pacemaker was explanted. Meanwhile, the ra and the rv leads were capped on (B)(6) 2025. The patient was stable throughout the procedure.